Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "proximal pressure sensor autozero failed" error code. The device was in clinical use when the issue occurred. No patient or user harm reported. A review of the risk management file was performed, and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "proximal pressure sensor autozero failed" error code. During troubleshooting, the customer checked the event log and confirmed that error code 110b was logged. The customer then reported that the proximal pressure was not measured, and pressure-related alarms were compromised. The rse provided the customer with the following instructions, verify pin alignment between solenoids and the data acquisition (da) printed circuit board assembly (pcba), replace the proximal auto-zero solenoid (sol 3 and sol 4), replace the da pcba. Investigation ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.